Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and determined that the cause of the reported event was due to use error.  It was determined that the customer inadvertently placed the device into sync mode prior to patient use.  Once the patient's rhythm was visible on the device, the customer attempted to deliver a defibrillation shock by charging the defibrillation energy and pressing the shock button.  The device did not deliver energy to the patient due to the patient's rhythm being in a ventricular fibrillation waveform and as a result, the device did not recognize the r wave in the qrs complex of the patient's waveform.  The sync function is designed to deliver a shock only on the r wave portion of the qrs complex. Physio-control did evaluate the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use.  The customer has been provided with additional training regarding the use of sync mode. There was no failure of the device.

Event description:
The customer reported that their device was unable to deliver defibrillation energy to a patient during an event.  A backup defibrillator was subsequently used to continue treatment of the patient and deliver defibrillator shocks.  The customer did not provide any additional details of the reported event.  The patient did not survive the event.